Event description:
Additional information was obtained indicating that the patient's system displayed high out-of-range (oor) shock lead impedance measurement of greater than 200 ohms. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance daily (slid) of 0 ohms. Boston scientific technical services (ts) discussed running test and sending memory dump for engineering analysis. Further, ts indicated a likely cause is environmental noise or stray leakage current passing through the patient's body. Additional information obtained from field representative that the integrity of lead wasn't tested with commanded shock and the cause was undetermined. However, they will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.